Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer's blood glucose level was 300 mg/dl which goes as low as 46 mg/dl at the time of incident. It also stated that the customer treated their low blood glucose with glucose paste. The customer will not return insulin pump for analysis.